Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date, expiration date and UDI #. Therefore, a supplemental report will be submitted to update expiration date, manufactured date and UDI # fields. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate pump tubing. It was noticed that the smartablate pump tubing had a white film on the inside of the tubing. The smartablate pump tubing was replaced and the procedure continued without patient consequence. Additional information has been requested for clarification to this complaint. However, no further information has been made available. This event has been assessed as a reportable malfunction. If foreign material is found inside the tubing set, then it can cause embolism or stroke.

Manufacturer narrative:
Manufacturer's ref. (B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate pump tubing. It was noticed that the smartablate pump tubing had a white film on the inside of the tubing. The smartablate pump tubing was replaced and the procedure continued without patient consequence. Upon receipt, the product was visually inspected and it was found in normal conditions. Flow test performed and product passed all specification. No error or bubble found in the tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to be duplicated.

Manufacturer narrative:
The manufactured date and expiration date have been provided. Therefore, expiration date and manufactured date have been populated. The UDI number was not provided in the initial 3500a report. Please see UDI field of this report for the UDI number. The bwi failure analysis lab received the device for evaluation on 7/18/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).